Event description:
Info received indicates during a preventive maintenance check, the tech found the ground resistance reading was too high.

Manufacturer narrative:
The tech isolated the issue to the power cord plug. He replaced the power cord plug to repair the bed.